Event description:
Nurse reported that after wearing the vinyl gloves which contained a yellow colorant, she experienced a "poison ivy like reaction on her hands with, clear vesicles present." She reported that she does have add'l allergies to "alloys". She was given steroid ointment for her hands and she now wears a nylon liner when wearing the vinyl gloves.